Manufacturer narrative:
The customer reported that they put a new 9v battery into the battery pack and the message that came back as "replace battery pack now". Communication with the customer confirmed that a new battery pack was ordered, and the current battery pack had expired in 2023. The customer was advised to check the expiration date on the pads. The IFU states: improper maintenance can cause the ddu series aeds not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that they put a new 9v battery into the battery pack and the message that comes back is "replace battery pack now". The reported event did not occur during patient use.